Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the disposable distal attachment came off the gastroscope into the patients oral cavity and pharynx and had to be retrieved. There was a delay in the procedure (amount of time not specified). The procedure was completed and there was no patient harm due to the device malfunction. This medical device report (MDR) is related to patient identifier (B)(6) (d-201-11804, disposal distal attachment).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported disposable distal attachment falling into the patient's body issue could be determined as the device was not returned to olympus for evaluation, however, based on the available information, it is believed to be unlikely that distal tip attachment fell off due to the device. The event may be detected/prevented by following the instructions for use which states: chapter 5 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.